Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was shipped in accordance with specifications and was free from non-conformity in manufacturing. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the root cause of this phenomenon could not be identified. This issue is addressed in the operation manual. ¿inspection of the endoscope: inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. Inspection of the water feeding function: 1. Keep the air/water valve¿s hole covered with your finger.2. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.¿ olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that there were defects along the bending tube sheath when using a gastrointestinal videoscope for the intended procedure. There was no patient harm associated with the event. The device was returned and evaluated, and foreign objects were found in the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation. The device was not cleaned and/or sterilized before it had been sent to olympus. It is unknown what the source of the foreign material is. It is unknown if the endoscope was used for a procedure while having foreign material. There was no delay in pre-cleaning. The end user does flush the nozzle with water, air, and detergent. Abnormalities in the accessories for reprocessing have been confirmed. The endoscope had not been immersed in the detergent solution. The nozzle has been wiped/brushed.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to the bending cover being knocked due to a sharp surface. In addition to foreign objects found in the nozzle, the additional evaluation findings are as follows: there was no electrical continuity due to corrosion on the distal end, the connecting tube had a dent and a scratch, the plastic distal end cover had a burn and dent, the light guide lens had a crack and the adhesive around the lens had a white-clouded area and was peeled. Also, the adhesive around the objective lens had a white-clouded area, the image guide protector was damaged, due to deformation of the bending tube, the connection between the bending section and the connective tube was detached; the adhesive on the bending section cover had a crack, the angle wires were stretched and the connecting tube had discoloration and a wrinkle. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.